Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately 2-3 months post procedure the pt was reassessed for symptoms of vaginal erosion. The sling was removed without incident. Follow up indicated the technique may have been a contributing factor to this event. Continual inservicing to improve skills and technique is on-going. Co's directions for use outline as potential complications" "the following complications have been reported as consequences which may occur in urological implant procedures. Urinary retention and infection. Consequences specifically related to materials. Pelvic sensitivities and tissue erosion."